Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced cardiac arrest and the implantable cardiac monitor did not log the episode. It was determined that the device had undersensed the event due to the programmed criteria. Programming changes were made. The patient was recovering after the event.